Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection. No cultures of the infection were obtained. The patient was treated with kelflex. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 11 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.